Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2014 (52 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification and no abnormalities were found in the records. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The blood pump was returned to the manufacturer. First visual investigation detected a defect of the air-side layer of the membrane. The evaluation of the blood pump (B)(4) is still ongoing. The cause of the defect has not been determined. (B)(4).

Event description:
Site contacted berlin heart clinical affairs (ca) on (B)(6) 2014, to report decreased ejection of the lvad pump in a patient with bivad support. The lvad ejection was only slightly decreased at time of initial report (approximately 90 percent ejection). The settings at the time were lvad: systolic pressure = 200, diastolic pressure = -30, rate = 82, percent of systole = 40, fill = 100 percent, empty = 100 percent. Ca suggested increasing the systolic pressure from 200 to 215 mm hg, which improved the ejection temporarily. By report from the site, later in the evening the ejection decreased again. The site changed the ikus driver, which also temporarily improved the ejection. In the morning, the ejection had decreased to 60 - 70 percent. A video of the membrane movement was sent to ca. An echo revealed that the patient's native lv was ejecting regularly and the outflow cannula did not appear to be obstructed. The patient's systolic bp was 89. Ca suggested increasing the lvad rate to 90, which did not improve the ejection. The rate was returned to 82, and ca suggested increasing the percentage of systole to 45, which also did not improve ejection. Ca then suggested changing the pump. As reported by the site, the pump change occured without incident on (B)(6), and the new pump immediately exhibited full fill and full ejection. With the new pump, the site was able to reduce the systolic pressure while maintaining full ejection. Patient tolerated the exchange of the blood pump well.